Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient experienced failure of the osteosynthesis/dislocation approximately six weeks postoperatively. The tfna nail was broken at the screw hole of the nail distal pin.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tfna fem nail ø10 le 130° l235 timo15 was found broken in two parts across the medial locking hole. The fragment were returned for examination. Additionally it was observed with signs wear and normal usage which could have been due to implantation and explantation process. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was unable to be performed due to post manufacturing process. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l235 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : manufacturing location: monument, manufacturing date: 13-oct-2023, expiration date: 01-oct-2033, part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile, lot number: 8222p48 (sterile) , lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate 04.037.045s-18-btq263399 / 2, met all inspection acceptance criteria. Packaging label logs (pll) lmd rev ad were reviewed and determined to be conforming. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 26991 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 7909p98 lot quantity: (B)(4). Nine pieces were scrapped in cell at op #11, machine complete, for part-width over and three pieces were scrapped for tooling-broke. Eight pieces were scrapped in cell at op #50, final inspection, for surface finish dings/scratches. Production order traveler met all inspection acceptance criteria apart from the twenty pieces noted. Inspection sheet ns673827 rev b met all inspection acceptance criteria apart from the twenty pieces noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna lot number: 7712p89 lot quantity: (B)(4). One piece was scrapped in cell at op #40, bead blast, for quantity-count under. Four pieces were scrapped in cell at op #50, final inspection, for surface finish dings/scratches. Production order travelers met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet ns673829 rev e met all inspection acceptance criteria apart from the five pieces noted part number: 21127, timoagri16.00 lot number: 8178p15 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 28-sep-2023 was reviewed and determined to be conforming. Lot summary report dated 03-oct-2023 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review : this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.